Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he sees much better; however, he is experiencing halos, glare, ghosting, starbursts and light flashes. Additionally he always sees the outline of the lenses, especially in bright light. The consumer reported that he has had a lasik procedure performed since the iol implants, but the halos and other reported symptoms are "more than he can handle." Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).